Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, side branch stenosis was noted. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The 1st target lesion was located in the distal left anterior descending artery (dist lad) with 50% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm promus element plus stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the 1st diagonal branch (dx1) with 90% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.5x20mm study stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. Baseline core lab angiography revealed 0% side branch stenosis in the 1st septal branch. Post-procedure angiography revealed 75% side branch stenosis in the 1st septal branch. No additional information is available at this time.